Event description:
It was also reported that the right atrial (ra) lead exhibited under-sensing of atrial arrhythmias resulting in termination of atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.